Event description:
A scissors blade insert allegedly broke intraoperatively while performing a rhinoplasty procedure. The broken fragment appeared to have become embedded in a silicone nasal stent. No other into is available at this time.